Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of this complaint was anticipated or random component failure, rather than a design or manufacturing issue. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around objective lens and light guide lens was peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the image had roughness. There was no patient involvement.